Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. The lead was repositioned but thresholds were still too high in all vectors. Additional information indicates that the cause of high thresholds was due to the patient's condition. This lv lead was explanted. No additional adverse patient effects were reported.